Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The anodizing on the top and bottom of the screw heads was worn off indicating contact with the retaining rings. Given that the screws are variable screws, it is possible that the screw heads were not fully seated if the screws were angled considerably (i.e. The screw heads may not have been completely covered by the retaining rings). If the screw heads were not completely covered by the retaining rings, the axial forces on the screws may have been large enough to cause the screws to back out.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which plate screw were removed approximately 3 months post-op. Revision surgery took place (B)(6) 2017.